Event description:
It was reported that this right ventricular lead was explanted for non-conversion of an arrhythmia. The lead was replaced and the associated device remains implanted. No adverse patient effects were reported. Additional information was received indicting that high defibrillation threshold measurements were noted on this lead.

Event description:
It was reported that this right ventricular lead was explanted for non-conversion of an arrhythmia. The lead was replaced and the associated device remains implanted. The lead is not expected to be returned for analysis. No adverse patient effects were reported.